Manufacturer narrative:
Additional information: g2 correction: h6 component code.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred approximately three hours and thirty minutes into a patient¿s hemodialysis (hd) treatment. The cm reported a large crack sound was heard and the blood leak was visually observed coming from the venous side seal of the device. The machine, a fresenius 2008t, did not produce any alarms. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, treatment was immediately stopped and the patient¿s blood was not returned. The estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient had thirty minutes of treatment remaining and did not complete his remaining treatment. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Correction: h2 correction should have been "yes" and h2 device evaluation should have been "no" in follow up 1 submission. Additional information: d9, h3 plant investigation: there were four photos provided. All four photos show different angles of one end of a dialyzer, with blood lines attached, in a biohazard bag. There appears to be coagulated blood along the outside of the rim of the dialyzer header cap. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. There is no recall associated with this complaint. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred approximately three hours and thirty minutes into a patient¿s hemodialysis (hd) treatment. The cm reported a large crack sound was heard and the blood leak was visually observed coming from the venous side seal of the device. The machine, a fresenius 2008t, did not produce any alarms. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, treatment was immediately stopped and the patient¿s blood was not returned. The estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient had thirty minutes of treatment remaining and did not complete his remaining treatment. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred approximately three hours and thirty minutes into a patient¿s hemodialysis (hd) treatment. The cm reported a large crack sound was heard and the blood leak was visually observed coming from the venous side seal of the device. The machine, a fresenius 2008t, did not produce any alarms. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, treatment was immediately stopped and the patient¿s blood was not returned. The estimated blood loss (ebl) was 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient had thirty minutes of treatment remaining and did not complete his remaining treatment. The dialyzer was reported to be available for manufacturer evaluation.